Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "dull knife" (dull). The customer reported the knife was dull. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The consumer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).